Event description:
Baxter affiliate reports two incidents of blood leaks at the interface of the syntra 120 dialyzer blood port and the micro clav c bloodline. Incidents were noted two hours into treatment. It was further reported that blood was returned to the pt, with no reported bloodloss. No pt injury or medical intervention was reported per baxter affiliate.